Event description:
User experienced leak from the back of the analyzer. User stated there have been no issues with patient results and no one has been harmed. The field service representative determined the low concentrate waste hose was leaking and replaced the tie wrap. Performance tests were performed which were within specification.